Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Pre-existing patient condition noted on the per was type iii (low) bone density and oral hygiene the reported device was being placed on tooth 34 (fdi) when the incident occurred and the implant had been placed for about 7 years 7 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture image was not provided by customer. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number: 62124162. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record: sterilization record (st#2076) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number: (62124162) for similar event using keyword fracture implant, and infection, bone loss, peri-implantitis and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. However, peri-implantitis is non-verifiable with the information available.

Event description:
No further event information is available at the time of this report.

Event description:
During inspection a fractured implant collar.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: additional numbers: k011028 k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implant at tooth site #21 was removed due to peri-implantitis.